Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the needle did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The adhesive pad was not returned with the device. The device was received with the needle not deployed and the linkage assembly in the not deployed state. After downloading the device data, there were no pulses, and the pod was in state 14 meaning that it pod activation was not completed in the required amount of time. The device was reset and connected to a master pdm. The device successfully connected to the pdm, went through first and second prime, deployed, and delivered a 5u bolus. No alarms, timeouts or drive stalls were observed in the device. No other damages or deficiencies were observed; the device functioned as intended.